Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband's insulin pump had a keypad anomaly and blank display after exposure to rain water; the customer changed the battery but the anomalies persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for both issues and it was determined that the rain damaged the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.